Manufacturer narrative:
The company service representative replaced the caster mount and wheel. He inspected the other as3000's at the facility and did not find any visible defects. This incident is under investigation. A follow up medwatch will be submitted.

Event description:
The customer advised a company service representative that while the as3000 anesthesia system was being moved from one room to another, the front caster mount broke, the caster came off, and the system fell. Two hospital employees were injured when the system fell - one had a back injury, and one had arm, back, and neck injuries. Both employees were treated in the emergency room and released.